Manufacturer narrative:
It was reported that the fast path summary indicated the device was in MRI mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation of the leadless pacemaker (lp) an error message was displayed as it was interrogated with incorrect software version. The software was updated. After updating it was noted that the lp was in magnetic resonance imaging (MRI) mode. The lp was successfully restored. The patient was stable.